Event description:
It was reported the customer received an unexpected restart alarm. The alarm was followed by several other alarms. The customer's blood glucose was unknown. The customer stated the temp basal was not programmed before the alarm occurred. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.